Manufacturer narrative:
The buddy disposable set was discarded and was therefore not available for investigation. Without reviewing photographs or investigating the set, it is difficult to determine the root cause of the leak. A visual inspection of the library/retain sample for this lot number was performed and no evidence of any defects was observed. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. All buddy disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of complaints for the past three years indicates that this was an isolated incident. There have been no additional leaks reported with this lot number. There was no patient injury reported. Should additional information become available, a supplemental report will be submitted.

Event description:
The biomed reported the following: "one of our flight crews were using the buddy lite fluid warmer and noticed that blood coming from the warmer plate area where the tubing attaches to the flat portion of the blood warmer tubing. Upon further investigation, it was found that one side of the flat portion of the blood warmer tubing that seats on the warmer plates had a defect. The membrane on the flat portion of the blood warmer tubing had a tiny area that was detached at the edge, where the blood enters the stated flat portion of the blood warming tubing. The buddy lite is not sealed, which allowed blood to get into the inner workings of the device."